Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator and the interconnect cable. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported poor image quality. No pt injury reported.